Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts confirmed the cartridge alarm and decided to replace the pump. The customer was informed about receiving a replacement pump with updated software and agreed to the instructions provided, including putting the pump into storage mode and returning the problematic pump within 10 days.